Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information indicates the lead exhibited a fracture. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and hgh lead impedance. Ti was clinically resolved by reprogramming. The lead will continue to be monitored.